Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 electric shock, exhausting therapy in one episode, and 1 shock in a previous episode. The rhythm begins in the vt-1 zone before moving into the vt zone. Rid is the discriminator in this device but it is not turned on in the vt zone, only in the vt-1 zone. Once the rate became fast enough, the decision was based on the rate only. The device is functioning as programmed, and boston scientific technical services (ts) recommended turning on rid for the vt zone. The ICD remains in service. No additional adverse patient effects were reported.